Event description:
Patient reported irritation, redness, and blurry vision in both eyes. After being treated by optometrist with no improvement, patient visited ophthalmologist who diagnosed bilaterial keratitis. The right eye was worse than the left eye. The ophthalmologist confirmed the clinical appearance of the cornea was suggestive of acanthamoeba infection. Cultures were negative. Patient followed up with another doctor who confirmed clinical diagnosis of acanthamoeba infection. Patient has scarring and corneal ring infiltrates and is currently under treatment.

Manufacturer narrative:
The product is not available for evaluation and the lot number was not provided. Doctor does not relate event to product. Doctor stated this type of infection is usually caused by contaminated water. Based on all information, no causal factor can be determined and no conclusion can be drawn.